Event description:
It was reported that high voltage lead impedance, rv pacing lead impedance, and atrial pacing lead impedance were observed during a hematoma surgery. The lead appeared to have varying impedances. The device was replaced and the lead impedance issues were resolved. There were no complications to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please retract this MDR 2938836-2015-27870. There is no complaint on this lead.